Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine infection ('uterine infection'), gastrointestinal injury ('perforation (other): bowel') and device dislocation ('migration/ the right occlusive device appears to have / migration of essure device location of device:') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menses irregular with excessive bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginitis, chlamydia test positive, vaginal discharge abnormality, uterine bleeding and intrauterine synechiae. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), cystitis ("bladder infection"), alopecia ("hair loss"), migraine ("migraine/headaches"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction: unspecified"), mood swings ("mood swings"), abdominal distension ("bloating"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), arthralgia ("pain: joint") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine infection, gastrointestinal injury, device dislocation, dysmenorrhoea, dyspareunia, rash, cystitis, alopecia, migraine, nausea, hormone level abnormal, weight decreased, hypersensitivity, mood swings, abdominal distension, vulvovaginal mycotic infection, depression, anxiety, acne, pelvic pain, abdominal pain, back pain, arthralgia and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal injury, hormone level abnormal, hypersensitivity, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, rash, uterine infection, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: the spring was then deployed and there were about four proximal coils protruding into the endometrial cavity. In a similar fashion the essure instrument was then introduced through the right fallopian tube without any difficulty. There was no resistance and the spring was then deployed in the usual manner. There were about four proximal coils visualized after the instrument was deployed discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: left occlusion; on (B)(6) 2010: right occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- vaginal discharge. Reporter information, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), cystitis ("bladder infection"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, dermatitis allergic, cystitis, alopecia, migraine, headache, nausea, hormone level abnormal and weight decreased outcome was unknown. The reporter considered alopecia, cystitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, migraine, nausea and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events added-migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash/skin condition, bladder infection, hair loss, migraine, headaches, nausea, hormonal changes, weight loss and plaintiff did not undergo confirmation test. Patient's demographic details and product start date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine infection ('uterine infection'), gastrointestinal injury ('perforation (other): bowel') and device dislocation ('migration/ the right occlusive device appears to have / migration of essure device location of device:') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menses irregular with excessive bleeding. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginitis, chlamydia test positive, vaginal discharge abnormality, uterine bleeding and intrauterine synechiae. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), cystitis ("bladder infection"), alopecia ("hair loss"), migraine ("migraine/headaches"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction: unspecified"), mood swings ("mood swings"), abdominal distension ("bloating"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), arthralgia ("pain: joint") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine infection, gastrointestinal injury, device dislocation, dysmenorrhoea, dyspareunia, rash, cystitis, alopecia, migraine, nausea, hormone level abnormal, weight decreased, hypersensitivity, mood swings, abdominal distension, vulvovaginal mycotic infection, depression, anxiety, acne, pelvic pain, abdominal pain, back pain, arthralgia and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal injury, hormone level abnormal, hypersensitivity, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, rash, uterine infection, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: the spring was then deployed and there were about four proximal coils protruding into the endometrial cavity. In a similar fashion the essure instrument was then introduced through the right fallopian tube without any difficulty. There was no resistance and the spring was then deployed in the usual manner. There were about four proximal coils visualized after the instrument was deployed discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: left occlusion; on (B)(6) 2010: right occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine infection ('uterine infection'), gastrointestinal injury ('perforation (other): bowel') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), cystitis ("bladder infection"), alopecia ("hair loss"), migraine ("migraine/headaches"), nausea ("nausea"), hypersensitivity ("allergic or hypersensitivity reaction: unspecified"), mood swings ("mood swings"), abdominal distension ("bloating"), vulvovaginal mycotic infection ("yeast infection"), depression ("depression"), anxiety ("anxiety"), acne ("acne"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back") and arthralgia ("pain: joint") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine infection, gastrointestinal injury, device dislocation, dysmenorrhoea, dyspareunia, rash, cystitis, alopecia, migraine, nausea, hormone level abnormal, weight decreased, hypersensitivity, mood swings, abdominal distension, vulvovaginal mycotic infection, depression, anxiety, acne, pelvic pain, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, arthralgia, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal injury, hormone level abnormal, hypersensitivity, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, rash, uterine infection, vulvovaginal mycotic infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: the case was upgraded from other event to incident. Plaintiff fact sheet received. Events¿ pelvic inflammatory disease, perforation (other): bowel; uterine infection, allergic or hypersensitivity reaction: unspecified; mood swings, bloating, yeast infection, depression, anxiety, acne/rash (previously reported as rash/skin condition), pain: pelvic, pain: abdominal, pain: back and pain: joint were added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.